Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The failure was isolated to the distribution node pca. There was extensive electrical damage to the pca, affecting multiple components on the board. Due to the extent of the damage, the root cause for the ECG failure could not be positively identified. The electrode belt was removed from service. No adverse event resulted from the defective electricode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed incoming functionality testing.